Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 days post implant of this mechanical valve paravalvular leak (pvl) was confirmed. As a result 21 days post implant the patient underwent a revision procedure to mitigate the pvl where the regurgitation area was sutured. The physician stated that the surgery was a success and that the patients native mitral annulus was "in bad shape" and there was no issue with the valve itself. The valve remains implanted. No additional adverse patient effects were reported.